Manufacturer narrative:
(B)(4). Eval, results, conclusions: (severely tortuous iliac arteries), (c-arm shut off during the procedure).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of bilateral iliac aneurysms approx one month ago. The iliac arteries had little calcification and severe tortuousity. It was reported that while the bifurcated stent graft was being placed the c-arm shut off and failed. The stent graft was deployed blindly covering the renal arteries. The decision was made to bring the pt back the next day for treatment due to the c-arm not working. It was reported that when the pt returned the next day there was blood flow to both renal arteries and no intervention was performed. The pt will be re-evaluated at the 30 day f/u. No add'l clinical sequelae were reported.